Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the bsc was first made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system device was implanted into the patient during a procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system device was implanted into the patient during a procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. ---additional information received on (B)(6), 2020--- the device was implanted on (B)(6) 2011.

Manufacturer narrative:
Additional information: blocks a1, a2: age at time of event and unit of measure - age, b3, b5, e1 initial reporter country, e4:init rptr also sent rep to FDA, and g3:report source and report source (other) have been updated based on the clarification received from the customer. Block a1: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's identifier has been removed. Block b3 date of event: date of event was approximated to (B)(6), 2011, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by the patient's legal representation. The device was implanted at: (B)(6) block h6: patient code 2348 captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.